Event description:
The customer reported that she activated a new device and then went out. She checked her blood glucose and it measured 364 mg/dl. She returned home to change the pod. When she removed the device, she could not see the soft cannula although she had felt the pinch of the hard needle when she hit "ok" to start insertion. She did not feel any insulin leakage.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Failure of the soft cannula to insert under the skin would interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result."